Event description:
A surgeon reported study findings in a published article. The (B)(4) eyes with post lasik ectasia underwent tg-prk (topography guided photorefractive keratotomy) with simultaneous collagen crosslinking (cxl). One eye was found to have lost two or more lines of bcva (best corrected visual acuity). There was no progression of the preexisting ectasia in any eyes. In the article, the surgeon commented that the other excimer laser in the study did not induce as much myopia as this laser; however, neither the frequency/magnitude of induced myopia, nor whether this was related to the eye that lost bcva was disclosed. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).